Event description:
It was reported that the 8800 system locked up and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock needs to be replaced. The reported issue is currently under investigation.